Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009 alleging that her onetouch ultra2 meter was not powering on. The reported power issue first occurred at 6:30pm the day before. She claimed that 3 hours after the power issue began she developed symptoms of feeling sweaty and dizzy and then administered self-treatment with food/drink. The patient did not provide any blood glucose results when the symptoms occurred; however, she provided a result that was obtained on another device. The result was "66 mg/dl," which was obtained on another device. The result was "66 mg/dl," which was obtained at 8am on original date. No other forms of treatment were reported. According to the troubleshooting performed with customer service, the power issue was not resolved. This complaint is being reported because the patient allegedly developed symptoms of hypoglycemia 3 hours after the meter failed to power on. In addition, the power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.